Event description:
It was reported that the device was heating up. No further details are available currently.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that the device was heating up. No further details are available currently.